Event description:
It was reported that atrial threshold has increased since implanting the lead from the day before. It was noted that the lead tip moved and ended up in the superior vena cava (svc). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092 implantable pacing lead (B)(6) 2012. (B)(4).